Event description:
Boston scientific received information that this patient came to the emergency room (ER) with complete heart block and a junctional rate in the 40's. The patient's right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms, as well as intermittent loss of capture (loc). That evening, a temporary pacing wire was placed until the following day, where the lead was surgically abandoned and successfully replaced. The patient stated that they tripped and fell the week prior and used their left arm to brace themselves. It is unclear if the fall contributed to the lead issue. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.